Manufacturer narrative:
(B)(4): it was reported that the patient experienced dyspareunia,and bleeding post implantation that led to patient undergoing mesh removal by implanting physician on (B)(6) 2010.(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.